Event description:
Pt presented with syncope. Found to have lead failure and had new leads and pulse generator inserted. Pt had lead dislodgement and presented to the or again for lead revision. Per the operative report, "the leads were then connected to a new pulsar max dr model #1270, secondary to the fact that the old pulse generator, model #1270, may have a set screw problem." Pt discharged to home.